Event description:
A malfunction alarm was reported with malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and to call back if any malfunction code appears again, which the customer acknowledged and understood.